Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the act button was not responding for the past four to six weeks. The patient's blood glucose at the time of incident is unknown. However, the patient mentioned that his blood glucose six weeks ago was in the 300 mg/dl and 400 mg/dl range. The patient treated via manual insulin injection and insulin pump bolus. The insulin pump will be returned for analysis.